Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. Interrogation of the on the implantable cardioverter defibrillator revealed no radio frequency (rf) telemetry. Programming changes were performed and rf functionality was restored. The patient was in stable condition.